Event description:
It was reported the locking tasp was loose in trial construct found during the procedure. It appeared to be missing the small ball locking mechanism. No patient impact was reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product/provided pictures and found it to exhibit signs of repeated use nicked / gouged / wear and have both of bearing components disassembled. The missing the components were not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. This device is confirmed to have been a part of a previous design change. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. This complaint is confirmed based evaluation on the returned product. The root cause is considered to be a previously addressed design issue. No new corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.